Manufacturer narrative:
(B)(4). D10: cat 010000704 lot# 7549541 g7 bonemaster ltd acet shl 54f. Cat# 51-117140 lot# 7303049 tprlc 133 mp type1 bm ho 14.0. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two and a half years post-implantation, the patient underwent a left hip revision due to instability and recurrent dislocation. All components revised. Attempts have been made and no further information has been provided.